Event description:
It was reported that the patient presented in clinic with the pacemaker in backup vvi mode. The pacemaker was explanted and replaced. The patient was stable before, during and after the procedure.